Event description:
It is reported that a pt with diagnosis of post-traumatic arthritis of right knee underwent right total knee removal and replacement of hardware with zimmer lcck prosthesis. On the post-op x-ray it was discovered that a left femoral component was inserted instead of a right component. Device remains implanted.